Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01321 to provide additional information. In the initial report, olympus medical systems corp. (Omsc) reported the device investigation result. However, omsc received another device. This report is the investigation result of another device. The users commented that they returned 2 devices to olympus but they didn't know which device was used during the procedure of initial report. As a result of evaluation of omsc on september 20, 2016, omsc confirmed that the ptfe pad of the device was worn, but there was no malfunction which caused or might cause the fragment to fall inside the patient. There was no irregularity about device activation. Lot number was 5yk and device manufacturer date was november 19, 2015. The manufacturing record was reviewed with no irregularities. The exact cause of the bleeding could not be conclusively determined, but there was a possibility that the bleeding occurred since the distal end of the device became hot after activation and the distal end contacted with the vein. The instruction manual of the subject device already states. Warnings: the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that there were no irregularities about device activation including the manufacturing record. The exact cause of the bleeding could not be conclusively determined, but there was a possibility that the bleeding occurred since the distal end of the device became hot after activation and the distal end contacted with the vein. The instruction manual of the subject device already states. Warnings: the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue.

Event description:
The subject device was used during an uncertain laparoscopic procedure. After activation, the distal end of the device was hot. So, the user withdrew the device. It was reported that there was a bleeding from splenic vein but it was treated during the procedure. The procedure was completed with a similar device. There was no patient harm reported. As additional information on september 5, 2016, it was reported that the user thought that the bleeding was caused by subject device, but it was also caused by mishandling of the user. Olympus medical systems corp. (Omsc) received the device. And as a result of omsc's investigation, it was found that the coating of the jaw was partially come off on (B)(6) 2016. This report is regarding the bleeding. Please cross-reference the following report about the coating damage: 8010047-2016-01244.